Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9184932, medical device expiration date: 2020-11-30, device manufacture date: (B)(6) 2019. Medical device lot #: 0226552, medical device expiration date: 2021-12-31, device manufacture date: (B)(6) 2020. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "both clients stated that there is a problem with the vacuum of the tube, it is not drawing blood properly. There were three separate lot numbers, 0226552, 0044154, and 9184932. I have a different lot number in stock to replace the tubes for the clients. I will let you know if there are any further issues with the lavender tubes."

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "both clients stated that there is a problem with the vacuum of the tube, it is not drawing blood properly. There were three separate lot numbers, 0226552, 0044154, and 9184932. I have a different lot number in stock to replace the tubes for the clients. I will let you know if there are any further issues with the lavender tubes."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.